Manufacturer narrative:
Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported event cannot be confirmed. The device was discarded at the hospital. The root cause of this event remains indeterminable; however, this event was likely impacted by patient related factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. *please reference MFR #2015691-2018-01081 for the report submitted on the patient's aortic valve.

Event description:
Edwards received information that a bioprosthetic mitral valve, implanted for approximately 10 years and three (3) months, was explanted due to mitral stenosis. Host tissue was encroaching at the inflow aspect and it led to stenosis. The device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the valve replacement. The patient also underwent aortic valve replacement. Patient status was reported as recovering at ICU.